Manufacturer narrative:
A follow-up submission will communicate the results of the device history review, returned product evaluation result(s), investigation, and conclusion.

Event description:
It was reported that during use of the vigilance monitor, the cco value was abnormal - approximately 2l/min higher. However, ECG and map were as expected. No error messages were reported and the customer was not performing sv02 measurement when the atypical value was observed. There was no report of patient compromise or inappropriate treatment, and no additional system-related devices were identified as suspect.

Manufacturer narrative:
Review of the device history record supports that there were no non-conformances noted for any reason during the manufacturing of the monitor. The monitor was manufactured 31-july-2001; it is 14 years-old. Per edwards¿ procedure, the useful life of the monitor is 5 years. The referenced monitor has exceeded its useful life. The customer¿s complaint was unable to be replicated during examination of the returned device. However, another issue was detected. Nvram located on the mother board exceed the ¿fixed time limit for exchange.¿ additionally the dsvo connector and co connector were damaged. The observed damage was identified as damage consistent with wear and tear. As vigilance monitors are no longer supported and the referenced monitor has significantly exceeded its useful life, the monitor will not be repaired nor returned to the customer; the monitor will be scrapped. Please reference MDR 2015691-2015-2280 with reference to the cco catheter interface cable where the cable was exempted as a contributor to this event. No fault was identified for the cable ¿ the device performed as expected. It was noted that the cable was also past its useful life expectancy. It's unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience as there was no indication or evidence to suggest that a manufacturing issue was responsible for the customer's experience.